Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece would not perform phacoemulsification during a procedure. The procedure was completed after exchanging the handpiece. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the handpiece also was obstructed.